Event description:
Additional information indicated that the patient presented for follow up. As a device change was scheduled in the next few months, a follow up was also planned to determine whether a lead revision will be performed. A boston scientific company representative did advise the physician to perform an rv lead revision during the replacement procedure. It was indicated that the lead dislodgement was confirmed through clinical findings. The company representative also attempted to obtain more information on the involved leads but this was unsuccessful. No adverse patient effects were reported. Evidence suggests that the leads remain in service.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) was hospitalized due to decompensation. The left ventricular (lv) lead had no measurable sensing and had increased pacing impedance and pacing threshold measurements while the right ventricular (rv) lead exhibited a minimal increase in pacing threshold measurements since the last follow up. Noise was also observed on the rv and right atrial (ra) lead but there was no oversensing nor was there asystole of more than 2 seconds. Both rv and lv leads were noted to be dislodged and the device was observed to have less than 0.5 years remaining longevity. It was suspected that the patient had an accident which they did not report. The device was reprogrammed and a follow up was scheduled, after which a device and lead revision will be planned. The leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.